Event description:
A discordant low immulite 2000 hcg result was obtained on a pt sample when compared to the clinical picture. The physician questioned the result and repeat testing was performed on two new pt samples. Both redraw sample results were positive for hcg. There was no known report of pt treatment being altered or adverse health consequences due to the false positive stat troponin assay test result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for sys evaluation. Analysis of the sys by the fse indicate that there are no system issues contributing to the discordant hcg result when compared to the clinical picture. Discordant sample was not available for retesting. The instrument is performing within specifications.